Event description:
The pt reportedly experienced intermittencies with his internal device followed by a loss of lock. External equipment has been exchanged, however, this did not resolve the problem. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.